Event description:
Procedure type: nephrectomy. According to the reporter, the instrument made a strange noise, and the tip of the blade broke off. The tip was removed and a new instrument was used to complete the case. The incision was not extended to retrieve the component, surgery time was not extended either and no blood loss occurred. Patient is male and no other information was provided. No patient injury was reported.

Manufacturer narrative:
.